Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, during a variable angle va foot case, a 25mm compression wire sheared off at the point where the threaded tip meets the olive. This occurred as the wire was being inserted by the surgeon. As soon as the olive came into contact with the plate the wire then sheared. The threaded tip had to remain in the patient as the surgeon was unable to remove it. The planned procedure was an old lisfranc fracture and the wire was being inserted into a tmt plate. The patient was a (B)(6) male with good bone quality. The tool used in the procedure was a stryker cordless system 3 with a kwire attachment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received. Placeholder.